Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it was reported that upon opening the sterile packaging a small, brown oval patch was noted on the inside of packaging while it was still intact. (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The device manufacture date is not known.

Event description:
It was reported that there was foreign material in the sterile packaging.